Event description:
When catheter was being removed the nurse felt resistance trying to pull it out. She got assistance from another nurse. They finally removed the catheter and found a "ridge" at the tip. This caused a significant amount of pain.